Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe catheter tip 50ml had tip breakage. The following information was provided by the initial reporter: material#: 309620 batch#: unknown verbatim: rcc received a complaint via email. Email(s) attached injuries or adverse event: no item: 309620 quantity affected: (B)(4). Serial/lot number: . Po: (B)(6). Are any samples available for return? Yes. Reported issue: 50 ml luer lock syringe tip broke off in ECMO cannula connector piece, unable to screw dead-end cap back on connector piece d/t tip being stuck inside. Had to cut into circuit and place a new connector in order to re-establish flows to the patient and circuit.

Manufacturer narrative:
(B)(4) follow up it was reported the syringe tip broke off in an ECMO cannula connector piece. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.